Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was returned with the touhy-borst loosened and no stent returned. The device was confirmed as 40mm form the strain relief. The device was returned in deployed state with distal tip missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the only issue was the stent size was found during the operation. No other problems were detected. The stent was released outside the body for observation. At that time, no missing or damaged parts were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral stent procedure involving the protege rx stent in the mid common carotid artery, the stent was perceived to have exceeded its predetermined length after delivery to the lesion. After withdrawal, the stent length still exceeded the predetermined measurement, and following in vitro deployment, the stent length was measured to be more than 40 mm. The lesion was pre-dilated with a 5mm non-medtronic balloon, and embolic protection was used. There was no resistance encountered during device advancement, and no excessive force was used. The procedure was completed by replacing the product with another of the same brand and model. The patient experienced an injury that was not attributed to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.